Event description:
A report was received that during a lead revision, the physician noted that while positioning the lead, two contacts fell off inside the patient. One of the contacts was recovered but the second one was left inside the patient. The patient is reportedly doing fine.

Event description:
A report was received that during a lead revision, the physician noted that while positioning the lead, two contacts fell off inside the patient. One of the contacts was recovered but the second one was left inside the patient. The patient is reportedly doing fine.

Manufacturer narrative:
Device evaluation indicated that visual inspection revealed electrodes #15, #14, #7 and #8 were dislodged from the paddle silicone, but still attached to the cables. Electrode #16 was completely dislodged and not returned. Visual inspection also revealed lead was cut in multiple places. These damages are the result of a typical explant procedure and are not considered a failure.